Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during an emergency left eye pars plana vitrectomy and retinal detachment repair procedure, the vacuum function was insufficient. Also, the nurse observed the machine sounded different and water was leaking from the cassette. All connections were checked and the machine re-primed but water still leaked from the cassette. A new cassette pak was obtained and the procedure continued without further incident. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicated there was no harm to the patient.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The customer reported leakage from cassette and a vacuum issue during vitrector use, however, the probe was not returned for analysis. Only the used cassette was returned with the drain bag attached. The used returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. Upon further inspection; in returned condition, the cassette did not exhibit any evidence that fluid may have leaked from the pump elastomer. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. Used lab stock components to replace missing items and continue testing. A console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. The value of 5000cpm cut rate, 650mmhg wetant, 650mmhg extrusion, and, 650mmhg vacuum, 650mmhg continuous reflux, and 120mmhg proportional reflux displayed on the progress bar. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed from balance salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The returned cassette passed all performance and functional testing. The root cause of the customer's complaint of leakage from cassette could not be established; the returned sample met specifications. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The probe was not returned for this complaint, therefore, a root cause or failure mode for the vacuum issue with the probe could not be established. After a thorough investigation of this complaint, it has been determined that this cassette sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).